Event description:
It was reported that shaft break occurred. Vascular access was obtained via femoral artery. The 22mm x 3.0mm, eccentric, de novo, 95% stenosed target lesion was located in the moderately tortuous and severely calcified mid obtuse marginal artery with a significant bend of less than or equal to 45 degrees. A 6f 3.5 non bsc guide catheter and 2 non bsc guidewire crossed the lesion. A 2.00mm x 15mm maverick balloon catheter was used to dilate the lesion. The device broke into half outside the subject's body while the physician was trying to take out the balloon after dilating the vessel. The device was removed completely. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: there was contrast in the inflation lumen. The balloon was loosely folded. There were multiple hypotube kinks. The hypotube was completely separated 69.5cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via femoral artery. The 22mm x 3.0mm, eccentric, de novo, 95% stenosed target lesion was located in the moderately tortuous and severely calcified mid obtuse marginal artery with a significant bend of less than or equal to 45 degrees. A 6f 3.5 non bsc guide catheter and 2 non bsc guidewire crossed the lesion. A 2.00mm x 15mm maverick2 balloon catheter was used to dilate the lesion. The device broke into half outside the subject's body while the physician was trying to take out the balloon after dilating the vessel. The device was removed completely. The procedure was completed with another of the same device. No patient complications were reported.